Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that device failed to start up. Fse discovered during a functional test that the host pc lacked a power supply. The host pc's power supply was reconnected by the fse. Following the successful reconnection of the power wire, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system startup was failed. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was not turning on. The field service engineer inspected the system onsite and after the reconnection of the host pc power supply, the device was returned to use in good working order.